Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Manufacturer provided investigation result: the device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. The most likely root cause is too much vacuum was applied to the device causing it to crack/implode. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The side of the viality unit cracked horizontally during surgery.